Event description:
It was reported that patient presented for routine follow-up and intermittent sensing of noise on the ventricular lead resulting in inhibition of pacing was observed. The patient experienced syncope. It was recommended the device be reprogrammed and dft testing to be performed. Further information is not available at this time.